Event description:
A perforation leading to a pericardial effusion (pe) occurred and the procedure was cancelled. During a watchman flx procedure, a versacross connect access solution kit was selected for use. The physician reporte that post-transeptal puncture there was a changed in hemodynamics. Transesophageal echocardiography (tee) showed fluid buildup in the pericardial space. The patient was then treated with anesthesia, a pericardiocentesis tray to aspirate the fluid, and a blood transfusion. It is believed the pe was caused by a perforation to the posterior wall. Procedure was cancelled, the patient admitted to hospital beyond standard of care, was was stable leaving the room and is expected to fully recover. The device is not expected to be returned for analysis (disposed). Prior to the procedure, no pe was noted. The patient was not on warfarin or any antiplatelet drugs at the time of the procedure. The physician has difficulties visualizing the ias on ice and tee, but the versacross rf wire was visible. In the physician's opinion, neither the versacross dilator nor rf wire malfunctioned in the procedure, but the location of transseptal may have contributed to puncture of wall of left atrium.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.